Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had a non-recoverable fault. The customer reported that the system shut itself down and had another recoverable fault after the customer restarted the system. An intuitive surgical, inc. (Isi) technical service engineer (tse) observed several universal surgical manipulator (usm) 3 errors including 25730 in the system logs. The system was not in the error state at the time of the customer's call with the tse, and customer was proceeding with the case. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported failure and replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit could not be tested on an in-house system in normal mode due to errors 25730, 1126, 31226. The unit failed the parallelogram fiber test. When a gold parallelogram fiber was used, the unit passed the test on retry. System logs confirmed error 25730 on usm3. The reported complaint was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is being reported based on the following conclusion: there was a repeated non recoverable fault after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable.